Event description:
It was reported that post a coronary drug-eluting stenting treatment procedure, stent thrombosis occurred. A taxus express2 stent was implanted in an unspecified vessel, and four years later, the patient presented with stent thrombosis. Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.